Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, and trends was conducted during the investigation. The complaint device was not returned for investigation. The lot number of the complaint device is unknown. There were no additional images or photos provided with the complaint. There is no information provided about the dwell time of the complaint device. There is no statement made regarding the physician's impression of how tight the suture anchor was against the skin or whether attempts were made to use the adjustment to loosen tension on the anchor mechanism. Based on the customer statement, it is assumed that the customer is referring to the bolster of the suture anchor as the cause of the complaint. There is no evidence to suggest that the product was not manufactured to specification. The device is shipped with IFU, which states, "while maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor introduction. Remove the introducer needle over the wire guide. With the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall." In addition, the IFU states, "while compressing the red plunger against the external gastropexy bolster, slide the external gastropexy bolster down the suture to achieve desired tension. Bolster position may be adjusted to relieve or increase tension as needed, as long as the red plunger is compressed against the bolster." The IFU also states, "note: the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." Finally, in step 12, the IFU states "note: use of a single point gastropexy anchor is not recommended." We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
The surgeon states he's had a problem with the anchors going into the tissue of the patient and creating a hole where the anchor sleeve is against the skin. A section of the device did not remain inside the patient&#62688;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
The surgeon states he's had a problem with the anchors going into the tissue of the patient and creating a hole where the anchor sleeve is against the skin. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.